Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he has been experiencing skin irritation at the insertion site since he started wearing the device on (B)(6) 2012. Pt gets a red rash on his skin and suffers a lot of itching at the insertion site. Pt consulted with a dermatologist who recommended the use of some creams and lotions at the insertion site. At the time of his call to dexcom technical support, pt was using an alternative insertion site, on his arm rather than his abdomen and pt reports that he had not had the same skin irritation since he switched insertion sites.